Event description:
It was reported that the catheter was being removed, the coating stretched too much over the mechanics and bits of wires were sticking out and frayed everywhere at the same time the patient arrested. Follow up indicated that the device will be returned for evaluation, patient is fine and although the patient experienced cardiac arrest, the patient did not expire.

Manufacturer narrative:
Device not returned.